Event description:
It was reported that when the asymptomatic patient came in for a normal follow-up visit, review of episodes revealed noise on the ventricular lead. The patient will continue to be monitored.